Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0mws2, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37651, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 3389s-40, lot# va0mws2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. The patient was not able to adjust stimulation, there was a communication problem, and they were getting a poor communication screen. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.